Event description:
It was reported that the burr was stuck with the wire. A 1.25mm rotapro and rotawire drive was selected for use. During withdrawal of the burr, there was resistance, and the burr could not be pulled out from the wire. The burr was removed together with the guidewire. The procedure was completed. There was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. During testing, the returned wire was removed with resistance present due to kinks present on the wire. The rotapro was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kink damage present to the wire.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr was stuck with the wire. A 1.25 mm rotapro and rotawire drive was selected for use. During withdrawal of the burr, there was resistance, and the burr could not be pulled out from the wire. The burr was removed together with the guidewire. The procedure was completed. There was no patient injury.